Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform complaint lot history check for needle hub separates due to unknown lot number. Due to the batch being unknown, no DHR review can be completed. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported that 2 bd ultra-fine¿ ii 3/10ml insulin syringes experienced hub separation from the device. The following information was provided by the initial reporter: animal clinic reported about needle/shield separation from the barrel when removing the shield.